Manufacturer narrative:
(B)(4). UDI - (B)(4). Medical product - std brl lag scrw 12.5x115mm , item 236115 lot 2017010792. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01082.

Event description:
The hiploc plate hole is too small for the screw to go through.

Event description:
Hiploc plate and screw could not be assembled.

Manufacturer narrative:
(B)(4). The product relating to the reported event has been returned to biomet (B)(4) for evaluation. A review of the manufacturing history records for the hiploc plate from this event has not reported any abnormalities or deviations. A review of the complaint database found 17 similar complaints reported for this item code. The returned hiploc plates have been confirmed as non-conforming. The internal barrel on the hiploc plate has been confirmed as undersized through dimensional checks. A supplier corrective action report, (B)(4), has been raised on sanatmetal to investigate their manufacturing processes in relation to the non-conformance. A (B)(4) has been raised to investigate receipt and release of product. Product hold has been initiated: (B)(4). A hhe has been completed: (B)(4).